Manufacturer narrative:
The device was not returned, however, the lot# was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.

Event description:
Study event. It was reported that during a right common carotid artery stenting procedure, after balloon dilatation, the pt could not squeeze the toy or hand of the physician. The pt was alert, able to move right and left toes and stick out her tongue. Cerebral angiograms were clear. During the night, left upper extremity weakness developed. The pt was discharged four days post-procedure to a rehabilitation facility for left arm and hand weakness. There is no add'l info available.